Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the device was no longer holding pressure. However; the reading on the machine showed it was. The pressure reading remained at 250mmhg. The event timing was during surgery and there was no harm or delay reported. Towards the end of the case, the toe started to pink up and bleed. No other patient consequences were reported.

Manufacturer narrative:
Following sections were updated or corrected : b4, b5, d4, d9, g6, g3, h1, h2, h3, h4, h6, h10 review of the most recent repair record identified no repairs related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.